Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "the tubing had an alarm for air bubbles in the upper part of the cassette, and upon trying to back-prime into an empty syringe via the secondary port on the cassette, there was an occlusion alarm that kept beeping and it would not back prime." Active infusion stopped: no. Injury/adverse reaction: no. A preliminary review of the logs identified the following issue: unable to prime air from tubing set. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to kinks located somewhere in the admin set, blockage / occlusions at connections or ports, slide clamps being actuated on the tubing. The current process controls detection include 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, and 100% visual inspection related to kinks during the manufacturing process and final physical inspections.